Event description:
The customer reported that the device had an issue with the charge button. There was no info provided regarding pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.